Event description:
It was reported that the device has stopped cycling during patient use. This condition indicates a malfunction affecting the device's ability to provide the intended respiratory support and would result in interruption of therapy delivery. There was reported patient involvement and no patient harm.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.